Event description:
"S/p b subgl infra dc gels (? Size - no records) x 'twenty-two' yrs or so, 'I can't remember.' Pt had these for augmentation and had no c/o's until mammogram. Showed r extravasation (not identified in 1991 - pt states surgeon did not stress urgency of removal so has not had removal. Denies h/o trauma or decreased size but c/o some discomfort on r since mammogram. Also c/o systemic problems including arthralgias (+ am stiffness), myalgias, dysesthesias/paresthesias, spasms, swelling, chronic fatigue, sleep disturb, hot flashes, drenching night sweats, heachaches, tmj probs, visual disturb, dizzy spells, memory problems, panic attacks, dry mucus membranes, hair loss, rashes, sens sun/cold/chem, sob, cp, costochondritis, choking sen, htn, increased cholesterol, wgt fluctuations, gi/gu/menstrual irr, easy bruising."